Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-oct-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok key was intermittently responding. The contrast, down and up keys were found to respond appropriately. The keypad cover was opened and there was evidence of contamination under all of the keypad button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.